Event description:
Medtronic pace maker sprint fideles leads were shocking pt repeatedly, ems had to take pt to the hosp and the leads were replaced by surgery 2008. Dates of use: 04/2007 - 01/2008. Diagnosis or reason for use: leads for pace maker defibrillator.